Event description:
Pt had a port-a-cath (sims-deltec) inserted (subclavian approach) on 5/19/1998 in hosp. She was an outpatient at another hosp on 11/23/1998 to have a computerized tomography and bone scan done. Her port was accessed in medical oncology unit and 5,000 units of abbokinase was administered by physician order due to a suspected fibrin clot (difficult to irrigate). The pt stated she felt "funny" when the catheter was accessed, so a peripheral line was started to provide access for the scans. A chest x-ray revealed a 5 inch piece of catheter in the right ventricle. The fractured catheter was retrieved by the radiologist in the interventional radiology suite using fluoroscopy. The retrieval procedure lasted approx 3 hours. The pt tolerated the procedure well and was discharged.